Manufacturer narrative:
The customer¿s report that the tubing set leaked at the filter was not confirmed. No anomalies were observed with the received set during visual inspection. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified because no leaks occurred with the received set. Device history record for model 2207-0007 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the tubing set leaked at the filter during a tpn infusion infusing via the patient's PICC line. The customer further stated that the "filter appeared to be tightly attached to tpn fluid line but the line seemed loose above where the filter screwed in." There were no adverse effects to the neonate patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested but not provided, however the customer stated that the patient was a neonate patient.

Event description:
It was reported that the tubing set leaked at the filter during a tpn infusion infusing via the patient's PICC line. The customer further stated that the "filter appeared to be tightly attached to tpn fluid line but the line seemed loose above where the filter screwed in." There were no adverse effects to the neonate patient.